Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No failed battery test or pump error noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures confirmed in the pump history due to broken pin 6 trace on u1 keypad assembly. Pump error found in the pump history due to software error. .

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the device was no longer alarming for high blood glucose alerts. Their blood glucose level during the incident was 279 mg/dl. The customer did not provide details regarding symptoms or treatment of their high blood glucose level. During troubleshooting for the audio issue, the customer did not hear the difference between the audio volumes 1 and 5. The device alarmed software error detected, motor arm/main arm communication issues, and failed battery after self-test, however, these alarms were able to be cleared. The device will not be returned for analysis.